Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6039532. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI #: (B)(4).

Event description:
It was reported that a consumer obtained a clean needle stick injury from an unused 6mm bd insulin syringe. The consumer reached into a poly bag of insulin syringes and was stuck because a needle had penetrated its shield. The syringes were sealed in a poly bag when purchased and there was no report of medical intervention.